Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the physician turned from outside the sheath to orientate the balloon catheter and the mapping catheter towards the right pulmonary vein, the left atrium was perforated. A pericardiocentesis was performed first and when the patient could not be stabilized, a thoracotomy was performed. The case was aborted and led to extended hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This product, balloon catheter 2af283 with lot number 58239 should not have been reported as part of this event as it was not used during the case. If information is provided in the future, a supplemental report will be issued.